Event description:
Related manufacturer reference number: 2017865-2022-41471. Related manufacturer reference number: 2017865-2022-41472. It was reported that the patient had recurrent bacteremia. The implantable cardioverter defibrillator, atrial lead, and right ventricle lead were all explanted. Patient was stable.